Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, expiration date and manufactured date have been populated. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The cap to the valve from the preface sheath completely detached when inserting the ablation catheter. There was no resistance or difficulty during insertion or removal of the device. The preface sheath was replaced. The procedure was completed with no patient consequence. This reported issue was assessed as a reportable malfunction as there was potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The cap to the valve from the preface sheath completely detached when inserting the ablation catheter. There was no resistance or difficulty during insertion or removal of the device. The preface sheath was replaced. The procedure was completed with no patient consequence. The returned device was visually inspected and the brim cap was found separated from the molded hub. Per the event reported, functional test was performed inserting and 8f vessel dilator and smart touch catheter several times and it was able to be inserted and retrieved without difficulty. In addition, a dimensional test was performed and all sections were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap assy and molded cannula guiding sub-assemblies and no anomalies were found. The cause of the event reported could not be conclusively determined. However, procedural factors might have contributed with the failure.